Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2022 at 08:20:29, (B)(6) 2022 at 23:18:46, (B)(6) 2022 at 05:42:02, (B)(6) 2022 at 12:28:21, (B)(6) 2023 at 08:49:21, (B)(6) 2023 at 17:11:15, (B)(6) 2023 at 06:25:18, (B)(6) 2024 at 13:04:21, (B)(6) 2024 at 17:56:12, (B)(6) 2024 at 12:06:35, (B)(6) 2024 at 10:19:29, and on (B)(6) 2024 at 07:39:11 in which the motor start parameters were atypical. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2024 at 08:20:32 and 12:15:03, and multiple event exceptions logged since (B)(6) 2024, indicating an issue with the internal battery. In addition, log file analysis revealed that this controller was in use for more than two (2) years. Review of (B)(6) ¿s event log file revealed one (1) controller power-up with associated pump start event logged on (B)(6) 2024 at 07:39:01, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 77% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 66% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for ten (10) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup, and to the use of the controller with a motor fixture. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed several motor start events outside of the typical range. It was also reported that the controller exhibited multiple controller fault alarms due to the internal battery end of life. The controller also exhibited an unexpected loss of power. The ventricular assist device (vad) and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 429678 lead implanted (B)(6) 2013, dtpa2d1 ICD implanted (B)(6) 2023, additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#: 1420/ expiration date: 30-sep-2019 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 27-sep-2018, h5: no,  h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report will be submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.